Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a leak. The physician noted,"leaking of solution, band not adjustable. (Radiographie)." Device was removed.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 27/aug/2019 . Additional information: d10, h3, h6, h10. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. A portion of the sheath was noted to be discolored, as approximately 1 inch of the sheath was light brown in appearance where the sheath adjoins the handle subassembly. The rotation knob was moved into the helix handle, and the distal end of the stainless-steel coil emerged from the outer sheath. Red particulate matter was noted on the coil. The rotation knob was removed from the helix handle subassembly, and the wire was noted to be engaged. Under microscopic analysis, the corkscrew-helix tip appeared to be sharp. Approximately 0.7 inches of the outer sheath was noted to be deformed at the proximal end where the sheath adjoins the handle sub-assembly. The helix-coil was attached to the distal end of the control wire. The control wire within the catheter did not appear to be loose. Brown particles were noted on the distal end of the inner surface of the outer sheath. The rotation knob was rotated clockwise and counter-clockwise, which caused the corkscrew-helix to rotate only intermittently when turned.